Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. This event was initially reported as a serious injury; however, upon further follow-up, the customer confirmed that the olympus device did not cause any patient infection. The following fields have been updated: b1, b5, h1, h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer that there was no patient infection as a result of the device positive culture/contamination.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a microbiological routine control on the colonvideoscope, the user detected an unexpected contamination. The microbiological test results identified pseudomonas aeruginosa in the channels with a quantity of greater than 100 colony forming units (cfu) in a sample collected on (B)(6) 2026 and 80 cfus in a sample collected on (B)(6) 2026. It was reported there was a patient infection; however, no patient details were provided. Multiple attempts have been unsuccessful to obtain additional information.